Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have a broken conductor wire at yaw pulley. The instrument failed the electrical continuity test, confirming a complete break in the wire. The instrument was found to have thermal damage to the yaw pulley. The yaw pulley was found to have charring and localized melting of both bipolar yaw pulleys, in the space between the grips. Components adjacent to the broken wire do not show damage. The complaint was confirmed by failure analysis. .

Event description:
It was reported that during a da vinci-assisted videolaparoscopy for hysterectomy with endometriosis treatment, appendectomy, rectosigmoidectomy and passage of double j catheter surgical procedure, after 2 hours of surgery, the maryland bipolar forceps steel wire broke with 01/14 lives. The procedure was completed with a backup instrument of the same type no reported injury. There was no report of a fragment falling into the patient. The procedure was delayed 15-30 minutes. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information: the customer confirmed thermal damage was not observed. Arcing was not observed during the procedure. The patient did not experience any injury or adverse event during or after the procedure.